Manufacturer narrative:
Patient date of birth unavailable. Patient age unavailable. Patient weight unavailable.

Event description:
A coronary intervention procedure commenced to treat an in-stent restenosis (isr) on the left anterior descending coronary artery (lad), the left circumflex artery (lcx) opening and in the #13 atrioventricular groove of the lcx. Spectranetics ecla os and elca devices were in use during the procedure. While using the elca device, a perforation occurred on lcx #13. They treated the injury using a perfusion catheter and a graftmaster. Patient was transferred to the ICU and survived. There was no reported malfunction of the spectranetics device used in the procedure.